Manufacturer narrative:
It was reported that the breath delivery unit (bdu) printed circuit board (pcb) was replaced by the customer. The covidien customer support engineer (cse) uploaded the operational software, and run tests. The unit passed all tests, and was operating within manufacturer specifications. (B)(4).

Event description:
The USA customer reported that an 840 ventilator stopped cycling, resulting in the unit becoming inoperable. There was no patient involvement.